Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant elecsys brahms pct (pct) result for one patient sample. The initial pct result was 0.110 ng/ml. This result was reported outside of the laboratory. The initial result was questioned so a repeat test was ordered. The repeat pct result was >100 ng/ml, with a data flag. Repeat testing was performed on another analyzer and deemed to be correct. There was no adverse event from the initial result being reported out. Qc results prior to the event were acceptable. The pct reagent lot was 24279802 with an expiration date of 30-sep-2018. The field engineering specialist was not able to reproduce the error or find a root cause. He checked the fluidics and mechanical adjustments. He performed precision and performance testing which all passed. Further investigation could not determine a root cause. A historical query for this site was performed and no new or past escalated complaints of this nature on any like instruments were found for the past 12 months.

Manufacturer narrative:
Eval result and conclusion codes updated.

Manufacturer narrative:
The customer stated that they have had no further issues.

Manufacturer narrative:
A specific root cause could not be identified. Possible root causes include missing rack adapters causing tilted tubes in combination with wet tube walls, improper sample inversion and centrifugation conditions leading to fibrin clots or stands, or foam or bubbles on the sample surface.